Event description:
As reported by the edwards field clinical specialist, during deployment of a 23mm sapien valve via a transfemoral approach, the pacemaker lost capture for one heart beat, resulting in the sapien valve being deployed in a 90:10 aortic position. The sapien valve was stable, but severe paravalvular leak (pvl) was noted. A second 23mm sapien valve was subsequently implanted in a 50:50 position within the first valve. The pvl was resolved and the coronaries were noted to be perfusing. The tavr procedure was completed without further incident and the patient was noted to be in stable condition post procedure. The native aortic annular diameter was 20mm by tee and 18mmx23mm (area 353) by CT. The native aortic valve and root were mildly calcified. There was no mitral annular calcification (mac) and mild ventricular septal hypertrophy. The patient¿s ejection fraction (ef) was 60%. The image intensifier angle was described as fair, and the coaxial alignment of the valve and delivery system was described as good. Prior to deployment, the first sapien valve was positioned 50:50. Per the implanting physician, the perceived cause of the 90:10 aortic malposition was the loss of pacing capture.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac), and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the aortic malposition cannot be confirmed. However, a combination of patient (minimally calcified native aortic valve, preserved ef) and procedural (fair image intensifier angle, loss of pacing capture during valve deployment) factors may have contributed to the event. The pvl was likely the result of the aortic malposition in combination with the elliptical shape of the native aortic annulus (18mmx23mm by CT). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.